Event description:
Per explant surgeon - the pt had the mesh implanted at another facility in 2002. The mesh was placed in an open procedure by another surgeon to repair a large ventral hernia. The pt presented in 2009, and was admitted to the hospital with complaints of abdominal pain which the pt stated he has had since the time of the implant. The surgeon diagnosed a bowel obstruction, and non-surgical treatment was started, with no resolution of the obstruction. Five days later, the md performed an exploratory laparotomy, lysis of adhesions, mesh explant and repair of hernia with another MFR's mesh. The surgeon reported upon inspection of the mesh prior to explant, the mesh was well incorporated into the tissue, had folds in multiple areas and had a broken ring. Dr described the broken ring as "appearing to look like a piece of fishing wire sticking out". The surgeon attributed the bowel obstruction to the mesh. The md reported that he expects a full recovery for this pt.

Manufacturer narrative:
An explanted patch sample was received cut into two sections. The two sections returned had taken a set in the distorted and contracted condition making it very difficult to fully view all areas of the patch. A total of eight recoil ring ends that were protruding from the patch where the patch had been cut in two (this patch has two recoil rings, an inner and an outer ring). There were no other ring ends found protruding from the patch in any of the other areas of the patch that could be viewed. One section of the patch measured approx 5 1/2 by 2 1/4. The other section measured approx 6 1/2 by 3 3/8. Based on the diameter of the exposed recoil ring ends, it appears that both the inner and outer rings were of the 0.042 design. The ends of the recoil rings were noted to have signs of being exposed to stress (such as grasping and cutting). The exposed ring ends were examined under magnification. The appearance of 5 out of the 8 exposed ring ends were consistent with having been cut-dissected with an electro surgical instrument. The remaining 3 exposed ring ends had signs of extensive stress, therefore we are unable to determine possible causes for the ring separation. It does not appear that any of the exposed ring ends were part of the weld. However, due of the condition of some of the exposed ring ends, evidence of the weld on those ends might be obscured.